Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision is not good and her surgeon is telling her that the lens "has made the astigmatism" worse. In a follow up, the surgeon reports that the event continues and that the consumer "likely will need adjustment". In his opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested 03/18/2011 by fax and mail. A completed questionnaire was received 03/29/2011. (B)(4).